Manufacturer narrative:
D10: 1310475 200-02-41 three peg patella 41mm. 02-012-41-5050 - logic tibia traptray cem sz 5f/5t 1732550, 204-34-02 - fluted stem extension 25l x 14 mm 1894530, 204-70-00 - tibial stem ext. Screw 1919687, 02-010-01-0350; logic femoral ps cem right sz 5, 1847393. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). Patient ID: richard b. Beasley + right knee. (B)(4) is associated with this case. It was reported via legal documentation that approximately 141 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the prosthesis wear of the tibial insert and patella over the course of almost 12 years of implantation. High contact pressure during flexion may have additionally caused joint instability, which may have contributed to the prosthesis wear of the tibial insert spine and/or patellar wear and loosening. Potential contributions of user and patient-related considerations to the sequence of events could not be assessed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.